Event description:
Upon admission to the ed, external pacing began at a rate of 50bpm with ma of starting at 45 and gradually increased to 80 for a diagnosis of a-fib with slow ventricular response at approximately 30bpm. The patient was moved to the ICU approximately 9 hours later. The next morning, 16 hours after admission, the ma was increased to 110. The patient was taken to the or 22 hours after admission at which time the defibrillator pads were removed and 4 small, 2cm burns under the left flank pad area. Once removed in the or, the pads were unfortunately discarded. Photos were taken and there were two small first degree burns. Wound #1: .75cm x 1cm x 0cm: skin intact, no exudate, dark red/purple, surrounding skin normalwound #2: 1.5cm x 1.25cm x 0cm: skin intact, no exudate, dark red/purple, surrounding skin normalin speaking with our defibrillator rep, he indicated that burns on the skin can occur if the pads are not applied properly. The risk is increased if there are air pockets under the pads. Unfortunately, it is not known exactly how the pads were applied in this case. Biomed examined the defibrillator in question; the paddles, leads and accessories (except the pads). Delivered charge were checked on the defibrillator. All components were checked and passed. The outputs were measured at 20,50,100,150 and 200 joules and all were well within the manufacturer's tolerance level of output. Philips was notified.